Event description:
It was reported that the cannula was split on the bd insyte¿ autoguard¿ shielded IV catheter. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: "cannula was split to the hub. 2 in a row were split 1 x hub and 1 x 2/3 way down."

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Visual inspection of the returned sample found that there was a small amount of media present on the exterior of the catheter tubing underneath the nose of the adapter; however, no evidence of a catheter tubing break or backing out of the adaptor was found. A leak test was performed and no leakage was observed. The unit was dissected and inspected microscopically for any tears in the tubing. A small deformity was found on the inside of the catheter tubing just above the wedge. The flare was inspected for folding, as folding is known to potentially cause leakage, and no folds in the tubing were found. The deformity seen on the inside of the catheter tubing likely originated during extrusion. The deformity was graded and found to be acceptable per specifications. Since no leak was detected and no defects were observed, media traces on the exterior of the tubing could not be explained and your reported defect could not be confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cannula was split on the bd insyte¿ autoguard¿ shielded IV catheter. This event occurred 2 times. There was no report of patient impact. The following information was provided by the initial reporter: "cannula was split to the hub. 2 in a row were split 1 x hub and 1 x 2/3 way down."